Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon removal difficulties were encountered. The target lesion was located in the mid right coronary artery. A 4.00x32mm synergy ii drug-eluting stent was deployed. However, when then device was removed, difficulties retrieving the balloon were encountered. The device was removed but with a snag on the end portion of the balloon. The procedure was then completed. No patient complications were reported and the patient's status was fine.